Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the carto read high force whenever ablation started. The catheter cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. Case continued. There was no patient consequence. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 27-sep-2023, the bwi pal revealed that a visual inspection of the returned device found a reddish brown material inside and a hole on the pebax with internal parts exposed. These findings were reviewed and assessed the issue of ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned for evaluation. The returned device's visual inspection and screening tests were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No malfunction was observed. The events described were unable to be duplicated during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with the tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. Biosense webster¿s quality process ensures all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).